Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent; this was an emergent use due to a pre-existing rupture. Approximately three (3) years post initial procedure, the patient presented with a growing aneurysm sac (8.6mm diameter) per cta (computed tomography angiography) scan. The physician elected to treat the patient by successfully relining the originally implanted devices with an additional one (1) bifurcated stent graft and one (1) vela infrarenal device on (B)(6) 2020. A type iiib endoleak was diagnosed at re-intervention, and the patient is reportedly doing well. Additional information: during clinical assessment it was determined that there was evidence to reasonably suggest that on (B)(6) 2019, that a secondary endovascular procedure (coiling of the internal mesenteric artery) had occurred. Clinical assessment also identified that the patient was ruptured at the index procedure (cautionary product use condition).

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth of 33.5mm and the type iiib endoleak of the bifurcated stent graft events were confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was discharged on the second postoperative day following a successful secondary endovascular procedure. During clinical assessment it was determined that there was evidence to reasonably suggest that on october 03, 2019, that a secondary endovascular procedure (coiling of the internal mesenteric artery) had occurred. Due to the chronic kidney disease and the inability to follow the patient with contrasted CT scans (cautionary product use condition), analysis of the provided CT scans was suboptimal. However, the type iiib endoleak was directly in the area of the previous internal mesenteric artery, there was no direct evidence that the secondary endovascular procedure caused the type iiib endoleak due to the non-contrasted nature of the CT scans. Clinical assessment also identified that the patient was ruptured at the index procedure (cautionary product use condition). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent; this was an emergent use due to a pre-existing rupture. Approximately three (3) years post initial procedure, the patient presented with a growing aneurysm sac (8.6mm diameter) per cta (computed tomography angiography) scan. The physician elected to treat the patient by successfully relining the originally implanted devices with an additional one (1) bifurcated stent graft and one (1) vela infrarenal device on (B)(6) 2020. A type iiib endoleak was diagnosed at re-intervention, and the patient is reportedly doing well.